Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that there was air past the filter on the curlin tubing set. They stated that the patient caught it before it reached her access site and stated that there was no adverse events and no medical intervention required. The initial reporter would not provide any additional information. (B)(6).